Manufacturer narrative:
Initial reporter city: (B)(4).

Event description:
It was reported that entrapment occurred. During a percutaneous coronary intervention, the opticross hd imaging catheter was advanced for an imaging check. As the opticross was being removed, it got trapped with the guidewire and both devices were removed together. It was then noted that the opticross wire port was lifted. The procedure was completed with another of the same device. There was no patient injury.